Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown /not provided. Age and date of birth unknown /not provided. Patient sex unknown/not provided. Weight unknown/not provided. Date of event unknown/not provided. Implant date unknown/not provided. Explant date unknown/not provided. Email address unknown/not provided. PMA/510(k) number: k011245 and k002188.

Event description:
It was reported that implant fractured and was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional report submitted to update implant and explant dates and product return date.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An implant was returned for investigation.visual inspection of the as returned product identified worn markings due to usage, bone, blood and a fracture at the collar.no pre-existing conditions were noted on the per. The reported device location is unkonwn and was used for approximately 5 months. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for swissplus® and tapered swissplus® implants 9667 rev 2 - 10/19 information identified: 'warnings, precautions'. DHR review: DHR review was completed for the subject lot number (2020031624). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2020031624) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture : implant. Post market trend review: sep post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.